Event description:
It was observed that during the device inspection, the video system center exhibited a printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. Based on the results of the investigation, it is likely the no comp.out signal occurred because comp.out connector on the printed circuit board was damaged. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.